Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was unable to duplicate the reported issue. The stm tested the iabp unit with multiple patient cables and performed functional tests with no further failures. As a precautionary measure, the stm replaced the customer's non-getinge patient cables then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient and prior to transport, the cs300 intra-aortic balloon pump (iabp) experienced ECG tracing issues. The iabp was swapped out with another iabp, but the same issue occurred. There was no patient harm and no adverse event was reported.